Event description:
It was reported that this right ventricular (rv) lead recorded lead safety switch (lss) alerts with high pacing impedance measurements, loss of capture (loc) and noisy signals. Technical services (ts) reviewed the device data and determined the impedance measurements recorded out of range values only on bipolar configuration and on unipolar there is myopotential noise. The patient experienced pocket stimulation. Subsequently, this lead was surgically abandoned and replaced with another lead. No additional adverse patient effects were reported.